Manufacturer narrative:
The subject device was returned and visually evaluated. As reported the guide wire was bent. Also noted the barrel insert at the distal end of the device was detached from the cannula assembly and was not returned with the device. Components of the device were noted to be damaged from applied force. The guide wire and back up tabs were both significantly bent. As reported the surgeon was attempting to fixate in the coppers ligament area. Our instructions-for-use (IFU) supplied with the device states that insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength. A review of the manufacturing records found no anomalies. Based on the available information and the reported problems experienced by the user it appears that the device may have contacted hard structure which contributed to suboptimal performance and damage to the device components. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." It is not known at this time if the barrel insert came free within the body or later after it was removed from the patient. If more information is obtained a follow up report shall be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a right inguinal hernia while using the optifix fixation device, the guidewire bent and the fastener deployed was damaged. When the sample was returned it was noted that the barrel insert component located at the distal tip was detached and the piece was not included. We reached out to the doctor to make her aware of the missing component. Doctor reported she was attempting to fixate in the coopers ligament region when the bent wire presented. Doctor stated that she did not identify the barrel insert component to have come free during use in the case. Doctor stated that it is possible the detachment of the component occurred in transit, but could not confirm that at this time. Doctor was made aware that the component is not visible by x-ray. She has seen the patient since surgery and the patient is doing well with no reported complications. It cannot be determined at this time when the detachment of the component occurred.